Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube and was hospitalized for duodopa titration. On (B)(6) 2021, the patient experienced abdominal pain which resolved (B)(6) 2021. On (B)(6) 2021, the patient experienced discharge at the peg area, crp level was increased and intravenous antibiotic voleflok treatment began. Due to delirium the night of (B)(6) 2021, the peg/j tube was removed on (B)(6) 2021.